Event description:
It was reported that "the handle on the inside shaft of a custom vlift inserter broke off. It made it impossible to insert and expand the cage. We had to remove the cage from the patient, and place the cage on a different inserter."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result and conclusion will be made available following engineering evaluation.